Manufacturer narrative:
Uehara, yukihiro, et al. (2025). Significance of 3-dimensional cardiac anatomical axis as the predictor of low qrs amplitude of subcutaneous implantable cardioverter-defibrillator. Heart rhythm o2 2025:1-9. Https://doi.org/10.1016/j.hroo.2025.08.041. Investigation summary: based on the available information, although no products have been returned, we have determined that the inappropriate shocks are a known inherent risk with use of this product. Device technical analysis: the s-ICD electrodes have not been returned. As such, physical analysis has not been conducted in our laboratory. However, analysis of the available information determined that the inappropriate shocks are a known inherent risk with use of this product. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the s-ICD electrodes have not been returned. As such, physical analysis has not been conducted in our laboratory. However, analysis of the available information determined that the inappropriate shocks are a known inherent risk with use of this product.

Event description:
It was reported per article of interest literature review that the authors aimed to investigate the relationship among cardiac rotation, subcutaneous electrogram (s-ECG) amplitude, and clinical events, theorizing that if the axis of the implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was different from the cardiac anatomical axis, the amplitude of the s-ECG would be low, which could cause smart pass (sp) deactivation. Among the 115 cases of s-ICD implantation between 2016 and 2021, they retrospectively investigated 73 cases using tomography data. Emblem s-ICD system models a209 and a219 (boston scientific, marlborough, massachusetts) were used as generators. During the median follow-up period of 780 days, 10 patients experienced sp deactivation and 7 patients experienced inappropriate shocks (ias). No additional adverse patient effects were reported.

Manufacturer narrative:
Uehara, yukihiro, et al. (2025). Significance of 3-dimensional cardiac anatomical axis as the predictor of low qrs amplitude of subcutaneous implantable cardioverter-defibrillator. Heart rhythm o2 2025:1-9. Https://doi.org/10.1016/j.hroo.2025.08.041

Event description:
It was reported per article of interest literature review that the authors aimed to investigate the relationship among cardiac rotation, subcutaneous electrogram (s-ECG) amplitude, and clinical events, theorizing that if the axis of the implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was different from the cardiac anatomical axis, the amplitude of the s-ECG would be low, which could cause smart pass (sp) deactivation. Among the 115 cases of s-ICD implantation between 2016 and 2021, they retrospectively investigated 73 cases using tomography data. Emblem s-ICD system models a209 and a219 (boston scientific, marlborough, massachusetts) were used as generators. During the median follow-up period of 780 days, 10 patients experienced sp deactivation and 7 patients experienced inappropriate shocks (ias). No additional adverse patient effects were reported.